Manufacturer narrative:
The device was not returned to olympus for inspection, but it was returned to the third-party distributor repair center and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the optics does not attach properly to the camera head as the optics mount adapter is bent. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had the optics not attach properly and the optics mount adapter bent. The issue was found during inspection for use. There were no reports of patient harm.